Manufacturer narrative:
This report is submitted on february 1, 2021.

Event description:
Per the clinic, the patient experienced an infection at the implant site. The device was explanted on (B)(6) 2020. There are plans to re-implant the patient in (B)(6) 2021.